Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error. The customer's blood glucose value was unknown. The customer stated that sometimes buttons have to be pressed harder than normal. The insulin pump will sometimes not alert him when the bolus has been delivered and it loses time. The customer reported scratches on screen but can still read screen. The insulin pump will not be returned for analysis.